Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -08.50 diopter, in the patients right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2021 due to low vaulting. The lens was replaced with a longer lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Sex: unk. Weight: unk. Race: unk. Ethnicity: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).